Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding their external device. The patient reported that the personal therapy manager (ptm) was not working and there was a "service error" message on the screen so he shut it down and restarted. The patient could not recall the specific message but stated that when he tried to connect to the pump it takes 10 minutes. Agent assisted patient in clearing data (data was at 68.80mb) in the pds app and patient was then able to successfully connect ptm to pump and deliver a bolus without delay. The troubleshooting steps that were taken on the call resolved the issue.